Event description:
It was reported that the patients non-rechargeable ipg was fully depleted. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.